Event description:
It was reported that prior to balloon expandable stent deployment procedure the stent of the device was found to be uncrimped and sheath covering the stent was found split. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this was the first complaint reported for this lot number. Based on the severity and lot quantity the number of events is below the acceptable quality level. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive for the reported material deformation and split issues. The definitive root cause for the reported material deformation and split issues could not be determined based upon information received from the field communications. Labeling review: the instructions for use for lifestream was reviewed and contains the following information relevant to the reported event: potential adverse events: covered stent deformation / kink / fracture. Endovascular system preparation: carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. H10: b5,d4(expiry date: 12/2022),g4,h4(manufacturing date: 02/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to balloon expandable stent deployment procedure the stent of the device was found to be "uncrimped" and sheath covering the stent was found split. There was no patient contact.